Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for active exhalation proportional valve opened. The active exhalation control module need to be replaced to address the issue.